Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. On (B)(6) 2010. Results were done about 3 hours apart. Pt's target therapeutic range is 2.0-3.0. Pt got in a car accident on (B)(6) 2010 and went to the hospital with bleeding. Vitamin k was administered and coumadin dose was with held.